Event description:
It was reported that a right ventricular (rv) lead integrity alert (lia) was triggered for noise. Oversensing and noise was able to be recreated on pocket manipulation and seen on an electrogram. The lead also exhibited high impedance and was felt to be fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.